Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump passed displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted during testing. The insulin pump was received with cracked reservoir tube lip.

Event description:
Customer report that her insulin pump was malfunctioning. Customer stated that the insulin pump was alarming no delivery during basal/bolus. Customer stated that she removed the infusion set and the cannula was not bent. Customer stated that her blood glucose was 378 mg/dl and treated with the insulin pump. Nothing further was reported. Powering off, had black screen and he was unable to go to the main menu after clearing the alarm. Nothing further was reported.